Manufacturer narrative:
Additional information indicates that the hospital and disease control are working with the patient and have her on antibiotics for the next year. No further action will be taken at this time besides providing the patient with antibiotics. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device found them to be satisfactory.

Event description:
A report was received that the patient was given IV antibiotics due to infection at the ipg site. The symptoms were fever, pus, redness and swelling. The physician believes that the infection is device related.

Event description:
A report was received that the patient was given IV antibiotics due to infection at the ipg site. The symptoms were fever, puss, redness and swelling. The physician believes that the infection is device related.